Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display. Customer's blood glucose was 400 mg/dl and treated with syringes. The customer stated that display returned after restarting the insulin pump. The insulin pump will not be returned for analysis.